Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that he had hooked himself up to move from bed to chair and rose up, while rising he dropped onto his bed. He dropped before he rotated over to his chair. It sounded like he made it up all the way to the top and then he dropped. He fell on his back onto the bed about 2 ft. Complaint #(B)(4) was entered into our system.